Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter displayed a ¿test strip or meter not ready ¿message. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the meter issue occurred one month prior to contacting lifescan, at around 11:30. The patient detailed that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that an unknown time after the alleged issue occurred, she developed symptoms of ¿light headed, shaky, hungry and anxious¿ however denied receiving any treatment. At the time of troubleshooting the cca noted that the meter issue was resolved when the cca walked the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.